Event description:
It was reported that the device was broken/damaged. No patient involvement was noted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken/damaged. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, left/right handle, left/right iui, and latch spring. A review of the device history record for sn: (B)(6) was performed from date of manufacture 3/28/2015 to the present date 10/31/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device have been received. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/damaged. No patient involvement was noted.